Event description:
It was reported that the pump touch screen was cracked and unreadable. Additionally, it was reported that the customer experienced a low blood glucose (bg) level of 41-42 mg/dl. Low bg cause was not known. Customer required assistance from the school nurse and consumed carbohydrates to address bg. Reportedly, customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation performed.